Manufacturer narrative:
H3, h6: the arm was returned for product analysis. The analysis confirmed the complaint. The surgical arm was found to be noisy, it had a harmonic drive failure, a bearing failure, and a broken plastic gear. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a guidance system being used during a spinal procedure. It was reported that the screws were placed incorrectly in a patient. The scope of the surgery was from l4 to l5, with four screws. Three of the four screws were inaccurate as they were all prone in the post-op x-ray. The manufacturer representative stated that the likely cause of the deviation was planning related or surgical arm related. The trajectories were deviated less than 3.5 mm. The surgeon aborted use of the guidance system and used a navigation system instead. The surgeon replaced the screws. It was also noted that during the pinpoint accuracy test the pointer was touching the side of the target hole, and the system failed the stress test. There was no patient harm reported and the procedure was delay by about 45 minutes.

Manufacturer narrative:
Concomitant medical products: section d information references the main component of the system. Other relevant device(s) are: product ID: asm0206, serial/lot : (B)(6) h6: a medtronic representative went to the site to perform a system check out and they replaced the surgical arm. B01, c07, d02 is for the system checkout. The surgical arm was returned for product analysis. The analysis is still in progress. B21, c21, d16 is for the product analysis. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.